Manufacturer narrative:
The complaint investigation for falsely depressed results on the architect i2000sr, serial number (B)(6)for multiple assays caused by solutions included a search for similar complaints, and review of complaint text, trending data, labelling, and device history records. Return testing was not complete as patient samples were not available. Replacement of the trigger (ln 6c55-85) and pre-trigger (ln 6e23-83) by way of precaution was performed. The customer reported the wash buffer solution (ln 6c54-82) may have been prepared incorrectly and it was replaced. Replacement of the trigger, pre-trigger and wash buffer solutions resolved the issue; expected higher patient results were obtained. Error code 1005 was also generated on the instrument around the time in question. This data suggests that a pre-analytic issue occurred potentially related to the incorrect use or loading of solutions. Trending review determined no trends for the issue for the products. Device history record review did not show any potential non-conformances, or deviations. Labelling was reviewed and found to adequately address the issue under review. Based on the investigation, no systemic issue or deficiency was identified.

Event description:
The customer observed falsely depressed results on the architect i2000sr, serial number (B)(6)for multiple assays for 7 patients. The results were not reported out. It is unknown if these patients have cancer or if the results are being used as a screen. The samples were repeated after troubleshooting the instrument and the results were higher. The following data was provided: results from 25nov2023 initial and repeat after troubleshooting: psa: sid (B)(6)initial result = 2.37 ng/ml repeat = 7.46 ng/ml sid (B)(6)initial result = 0.16 ng/ml repeat = 0.58 ng/ml cea: sid (B)(6)initial result = <0.50 ng/ml repeat = 3.40 ng/ml sid (B)(6)initial result = <0.50 ng/ml repeat = 3.13 ng/ml sid (B)(6)initial result = <0.50 ng/ml repeat = 5.09 ng/ml ca 19-9: sid (B)(6)initial result = 0.00 u/ml repeat = 12.24 u/ml sid (B)(6)initial result = 0.00 u/ml repeat = 1.79 u/ml pivka-ii: sid (B)(6)initial result = 5.03 mau/ml repeat = 21.20 mau/ml sid (B)(6)initial result = 11.30 mau/ml repeat = 48.51 mau/ml scc: (B)(6)initial result = 0.00 ng/ml repeat = 0.80 ng/ml there was no impact to patient management reported.

Event description:
The customer observed falsely depressed results on the architect i2000sr, serial number (B)(6) for multiple assays for 7 patients. The results were not reported out. It is unknown if these patients have cancer or if the results are being used as a screen. The samples were repeated after troubleshooting the instrument and the results were higher. The following data was provided: results from 25nov2023 initial and repeat after troubleshooting: psa: sid (B)(6) initial result = 2.37 ng/ml repeat = 7.46 ng/ml. Sid (B)(6) initial result = 0.16 ng/ml repeat = 0.58 ng/ml. Cea: sid (B)(6) initial result = <0.50 ng/ml repeat = 3.40 ng/ml. Sid (B)(6) initial result = <0.50 ng/ml repeat = 3.13 ng/ml. Sid (B)(6) initial result = <0.50 ng/ml repeat = 5.09 ng/ml. Ca 19-9: sid (B)(6) initial result = 0.00 u/ml repeat = 12.24 u/ml. Sid (B)(6) initial result = 0.00 u/ml repeat = 1.79 u/ml. Pivka-ii: sid (B)(6) initial result = 5.03 mau/ml repeat = 21.20 mau/ml. Sid (B)(6) initial result = 11.30 mau/ml repeat = 48.51 mau/ml. Scc: (B)(6) initial result = 0.00 ng/ml repeat = 0.80 ng/ml there was no impact to patient management reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Complete information for section a1 patient identifier: sid (B)(6), sid (B)(6), sid (B)(6), and sid (B)(6), sid (B)(6), sid (B)(6) and sid (B)(6).